Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that after predilatation was performed, xience stents were implanted to treat that restenosis of the previously implanted bare metal stents (of another company) in the rca in 1997 and in the rca in 2002. A dissection occurred in the distal mid rca during use of the first xience v stent. Treatment performed for the dissection was with the placement of another xience v stent. The pt was unable to make it into the doctor's office within the window for the one year office visit. In 2009, the pt was found expired at home in bed. No add'l event or pt info is available.

Manufacturer narrative:
The two xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number. Death is listed in the xience IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product deficiency. The IFU states: xience stents are indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length greater than 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Effects of multiple stenting are unk, use only xience stents to avoid potential interactions. A conclusive cause for the pt effect and the relationship to the products cannot be determined.